Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump was revised "a couple of months ago" because it flipped. There was "a lot of fluid so the pump flipped and they moved and fixed it" and now the pump was working fine. She went to the office on (B)(6) 2019 and they changed the amount for her bolus and now she was seeing "patient bolus disabled" on her ptm. She stated that she had her "device done and changed because the pump flipped." She also said it was hard to get a bolus through her clothing because of where the pump was. She said she needed to go back to her hcp because the pump was not helping. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) on 2019-oct-15. It was reported that the hcp didn't know anything about the "patient bolus disabled" message as they were not notified of it by the patient. No further complications were reported.